Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 3006705815-2022-01570, 3006705815-2022-01571. It was reported that the patient was not receiving effective therapy from their system. It was also found that the ipg was shifting around in their body. In turn, surgical intervention was undertaken wherein the system was explanted.